Event description:
A facility reported that during a cervical laminectomy procedure, the mayfield modified skull clamp (a1059) came loose and slippage occurred at the end of the procedure during closing. The pressure went from 90-60 , the c-clamp was not changed. There was no patient injury, and no surgical delay was reported.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient.if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.